Event description:
Dealer called stating that the 710-4 tub bar allegedly will not stay attached to the tub, keeps slipping off. Replacement product has been delivered to consumer from dealers stock. No injury.